Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a leak, and that the oxygen was at 100 percent. There was no patient involvement when the issue occurred. No patient or user harm reported. While servicing the device, it was observed that the v60 ventilator had a leak, and that the oxygen was at 100 percent. The customer reported that there was a permanent leak of o2, and a backflow on the outside of the air intake; it was also reported that no error codes were observed. The customer suspected that the solenoid valves were the issue. An order was placed for replacement solenoid valves. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on 10oct2025, 16oct2025, and 23oct2025 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.